Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and a suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please explain. During use on the patient. H3 investigation summary the product was returned to ethicon for evaluation. One winding former with four detached needles and four needle suture combinations was received for analysis. The product code vcp738d is control realese and contains eight strands single armed per packet. Upon visual inspection of four the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were not returned for evaluation. In addition, four needle-suture combinations were visually inspected, the swage and attachment area were noted to be as expected in all needles. Besides that, no anomalies or issues related to pull-off were observed during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Additonally, one photo was provied showing one winding former with four detached needle and four needle suture combinations inside the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.